Event description:
Consumer experienced rash and burning sensation of tongue and throat after use of device.

Manufacturer narrative:
Event is being reported since the device may have contributed to the consumer's experience. Device not returned.